Manufacturer narrative:
Qc data from before and after the event showed that the qc was within range. The field service engineer (fse) found a bent mixing paddle and the sipper spring back blocked by debris. The fse adjusted the mixing paddle and cleaned the sippers. He conducted a diagnostics check and the instrument was performing within specifications. The customer performed qc and it was acceptable. The service actions (adjusting the mixing paddle and cleaning the sippers) resolved the issue.

Event description:
We received an allegation about a questionable low result for 1 patient's sample tested with elecsys hcg+b assay on a cobas 6000 e601 (ul) v immunoanalyzer. The initial result was <2 miu/m (negative). This result was reported outside of the laboratory. A 2nd sample was obtained and the result was positive. Due to the presence of a delta check warning on the initial result, the customer repeated the original sample. The original sample was repeated and the result was 675 miu/ml (positive). This result was deemed to be correct. The hcg+b reagent lot number was 62829300 with an expiration date of 31-oct-2023.